Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 558 mg/dl at the time of incident. The customer¿s current blood glucose value was 308 mg/dl. The customer also mentioned other blood glucose values such as 212 mg/dl, 327 mg/dl, 265 mg/dl, 500 mg/dl. The customer experienced symptoms of high blood glucose value such as vomit, blurry vision. The customer was treated high blood glucose with insulin pump. Customer states that the auto mode was active at the time of the incident. Based on customer¿s report customer does not allege under delivery. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.